Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter (B)(4). No problems or issues were identified during this device history record review. A product sample was returned for evaluation. The event history log (ehl) did not show any error messages. Visual and functional testing was performed. The device was intact and no external damage was found. During preventive maintenance (pm) functional testing, the device passed all tests. However, the device failed delivery accuracy tests which is over the manufacturing specification. The reported issue was unable to be duplicated. The expulsor was replaced. The root cause of the issue was unable to be determined.

Event description:
It was reported that the device did not pass the preventive maintenance (pm) functional test. There were no reports of patient harm reported.